Manufacturer narrative:
Pump is monitored pending for audio/beep and sensor anomaly testing. Unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test and all operating current test were normal. Pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also indicated that sometimes the threshold suspend does not work when it should alarm for it. The customer indicated that the sensor glucose was 220 mg/dl and blood glucose was 353 mg/dl. Customer also indicated that his blood glucose has been low at 40 mg/dl to 54mg/dl. Troubleshooting advised customer that the device would be replaced and to return the pump for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates, and functioned properly. No unexpected audio/beep anomalies noted during testing. The minilink transmitter and blood glucose meter communicated properly with the pump. All selected data was properly recorded in the pump history screen. No sensor, blood glucose communication anomaly or history anomaly was noted during testing. The pump passed the functional testing and all operating currents tested within specification. The pump was received with a cracked reservoir tube lip.